Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin with the pump. Tandem customer technical support informed customer that cold insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose ranged between 200-299 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.